Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was unable to pull the medication because one of the medications was grayed out. The customer also mentioned that all users were unable to pull the medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server and reviewed all medications named baclofen, identifying six different med ids. The stations inventory view was checked, and it was verified that none of the six medications were pended to the station. Then the tss stated that after multiple follow up, no response received from customer, so the tss closed the case.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was unable to pull the medication because one of the medications was grayed out. The customer also mentioned that all users were unable to pull the medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no delays or adverse events or injuries reported based on this event.